Event description:
Report received from the USA stating that the device is "leaking oil". The device was being used during surgery. It is known that there was no user or patient injury. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. It is unknown if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).